Manufacturer narrative:
The cause for the high advia centaur xp troponin ultra (tni-ul) quality control (qc) results, and the lower (B)(6) results with troponin reagent lot (110) is unknown. The customer has procured reagent lot 106 for continued troponin testing. Siemens is investigating. The instruction for use (IFU) under the performing quality control; taking corrective action section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: · verify that the materials are not expired. · verify that required maintenance was performed. · verify that the assay was performed according to the instructions for use. · rerun the assay with fresh quality control samples. · if necessary, contact your local technical support provider or distributor for assistance."

Event description:
The customer observed high advia centaur xp troponin ultra (tni-ul) quality control (qc) results on their advia centaur systems when qc was performed with a new troponin reagent lot (110). The high qc results were considered discordant when compared to the laboratory's qc ranges. There was a delay in the reporting of troponin patient results due to the laboratory out of range quality control results. The customer performed a previous reagent lot (105) to the new reagent lot (110) comparison study using (B)(6) survey samples, and the results were within the acceptable range limits, however on the low end of the survey range. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the delayed reporting of advia centaur xp troponin ultra patient results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00133 on 08/05/2016 for a delay in the reporting of troponin patient results due to high advia centaur xp troponin ultra (tni-ul) quality control (qc) results. On 10/14/2016 - additional information: siemens performed a 24 patient samples (dose range 0-15 ng/ml) troponin study for reagent lots 106 vs 110. Overall, a slope of 1.04 and 6% bias was observed. There was no test samples considered clinically discordant between the two reagent lots. Troponin reagent lot 110 is a new polyclonal antibody pool versus reagent lot 106. The 99th % for patient samples was verified with lot 110. Customer bulletin (11222652, rev a), new lot of polyclonal antibody for tni-ultra assay was distributed to customers may, 2016. The customer has adjusted their quality control ranges for reporting advia centaur xp troponin- ultra results with reagent lot 110 and higher. Quality control results are within the adjusted ranges, and there is no delay in the reporting of patient results. The instruction for use (IFU) under the performing quality control; taking corrective action section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instrument is performing within specifications. No further investigation is required.